Manufacturer narrative:
Film evaluation summary: the cause of the events reported during implant could not be determined from the pre-implant films provided, which confirmed the reported patient anatomy prior to implant. Images during implant were not provided and the events could not be assessed. It is possible that the inaccurate delivery was anatomical or user/procedure related, and that the cause of the reported proximal type I endoleak may have also been anatomy related or due to the inaccurate placement of the fenestrated stent graft. The cause of the rupture leading to the patient's death may have been related to the type ia endoleak, or anatomy/procedure related, and may have also been due to the patient¿s pre-existing kommerell diverticulum condition. The cause of the inability to insert a reliant balloon into the sentrant 18fr sheath could not be determined from the pre-implant films. The sheath has been returned for investigation and is pending analysis, and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed that the valiant device on the distal side, both the sentrant devices and the reliant balloon used during the procedure did not have any relationship to the reported rupture and death. The rupture was considered related to the type ia endoleak that occurred in the valiant device which was confirmed as the most proximal device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 62 mm diameter thoracic aortic aneurysm. The patient had kommerell diverticulum. The right subclavian artery (rsa) branch was independent branch from the distal aneurysmal arch. The right common carotid artery (rcca) and left common carotid artery (lcca) were preserved with fenestration, and operation was performed with a plan to perform a bypass for lsa-lcca and rcca-rsa. An ascending aortic replacement was previously completed due to an ascending aortic dissection.   It was reported that during deployment, the fenestrated part of the stent graft rotated to the posterior wall side. Because this was not the intended implantation position, the positional relationship between the branch and fenestration part was confirmed by contrast. A type ia endoleak was confirmed and ballooning was performed as treatment. At that time, an attempt was made to insert a reliant balloon (rel46j) using a sentrant 18fr sheath, but there was resistance in the sheath and the device was removed from the patient's body. It was reported that is was difficult to pass through hemostasis valve of the device. The inner was removed and inserted, but excessive resistance was encountered, so another sentrant of the same size was used. The reliant balloon was then inserted without resistance, and the touch up was performed. Although touch-up was performed and type ia endoleak decreased, a bare metal stent was implanted in rcca and lcca due to the occurrence of a pressure gradient of both arms. The procedure was then completed and the patient's condition was monitored. It was reported that a type ia endoleak occurred just after the procedure. The patient subsequently died due to rupture of the aneurysm. Per the physician, the cause of the event was anatomy related. It was reported that during the index procedure, the proximal valiant captivia stent graft was implanted more distally than expected, as the tip of the device was close to entering the left ventricle. The stent graft was planned to be attached to the anastomosis part of ascending aortic replacement. However the stent graft straddled the anastomosis part, so it appeared that a gap occurred. It was also noted that the valiant captivia device on the distal side was inserted too far into the aneurysm and was implanted at a steep angle, considering the junction length. Per the physician, the cause of the sentrant insertion difficulties could not be determined.   No additional clinical sequelae were reported.

Manufacturer narrative:
Device evaluation summary the sentrant sheath was returned with the dilator loaded. The dilator was removed and reloaded with no resistance noted. There was no deformation observed to the sheath seal. A reliant device was advanced over a 0.035-inch guidewire and loaded into the sheath with no resistance observed. The reported insertion difficulties could not be confirmed through analysis. If information is provided in the future, a supplemental report will be issued.